Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Procedure: lcs duofix knee revision. Patient underwent primary procedure on (B)(6) 2009 by the same surgeon at the same hospital where an lcs duofix femur and an mbt cemented tibial tray were implanted. Approx one year ago patient presented with pain in the knee and osteolysis was evident on x-ray. Pain appeared to resolve for a while. Patient presented 4 days ago with acute pain in the knee and x-ray showing extensive osteolysis. During the revision, the surgeon noted vertical scratching on the femoral component but it appeared well fixed. Extensive osteolysis was evident, but particularly in the lateral femoral condyle and on the medial tibial plateau. Components were replaced with revision components both with stems on the femur and the tibia.

Manufacturer narrative:
Additional narrative: the lcs duo-fix femoral components were voluntarily recalled from the market in july 2009, and the lcs duo-fix femoral product codes are now considered inactive. Further inspection of components will not be performed as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Where individual retrieval analysis is undertaken to confirm the presence of alumina in the poly bearing surface then these reviews will be attached to the complaint record. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.